Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05435. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to operating force and number of times the power switch was applied exceeded expectations. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and found a fault switch. Additionally, results found that a software upgrade was required. Olympus performed serviced on the device and returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the power button of the device is stuck in the on position. The reporter stated this was discovered during preparation for use so there was no patient involvement/harm. No additional information was provided.